Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/05/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings:a review of the pump black box data revealed no evidence of a loss of prime issue; however, cs 076 call service alarms were observed. During testing, the pump was powered on and emitted a cs 076 call service alarm during the rewind step. The pump case was removed and damage was found to the inter-board flex. The loss of prime complaint could not be fully investigated due to the recurring alarm.